Event description:
It was reported that the safety valve test failed during the system checkout. The safety valve did not move during the test. There was no patient involvement. Manufacturer's reference #: (B)(4).